Event description:
During the coil embolization procedure of an intracranial aneurysm on, the enterprise vrd (enc452212/ 10156886) would not advanced via the prowler select plus (mc) microcatheter, and the stent released suddenly and could not access to target lesion. The surgeon had to remove them as unit and changed new one to complete the procedure.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside a plastic bag. The enterprise stent was not received. The delivery wire was received inserted on the introducer tube. The involved prowler select plus (mc) microcatheter was received. No other anomalies were observed on the received unit. The functional analysis could not be performed due the stent was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10156886. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile microcatheter was received coiled inside of a plastic bag. The microcatheter was inspected and compressed sections were noted at .5 to 1, 3 and 5.5cm from the distal en of tip. The received microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed (compressed sections). The ID from the microcatheter was measured and was found within specification. The microcatheter prowler select plus was flushed using a lab sample syringe (nipro); after that one enterprise lab sample device was introduced into the microcatheter and it can advance smoothly until it was stuck on the compressed sections found on the device. The failure stent deployment difficulty-premature deployment reported by the customer could not be evaluated since the stent was not received for analysis. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The DHR review could not be performed due to the lot number was not provided. The reported failure as ¿catheter - obstructed¿ was not confirmed during the functional test. The failure experienced by the customer appears was due to the compressed sections found on the device. The damages found in the microcatheter could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Neither the product analyses nor the DHR reviews suggest that the failures could be related to the enterprise or microcatheter manufacturing processed; therefore, no corrective action will be taken at this time. (B)(4).